Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 12-aug-2023, UDI#: (B)(4). Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Severe mitral regurgitation (mr) developed during the deployment of the valve. A post-implant balloon aortic valvuloplasty (bav) was performed. The balloon used in the bav was reported to be stuck to the valve. Upon removal of the balloon, the valve was pulled up into the ascending aorta. Percutaneous cardiopulmonary support (pcps) was introduced due to poor hemodynamics. A second transcatheter bioprosthetic valve was implanted. Bleeding was noted in the right external iliac artery (eia) where the pcps blood sending tube was inserted. Per the physician, the bleeding was caused by the non-medtronic tube. Bleeding was stopped by the surgical repair and placement of a covered stent. Large amounts of blood were noted to have entered the abdominal cavity and the patient returned to the operating room to have a drainage tube inserted and additional pcps. The patient died one day after the valve implant procedure. Per the physician, the cause of death was heart failure.

Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed. Severe mitral regurgitation developed during the deployment of the valve. A post-implant bav was performed. The balloon used in the bav was reported to be stuck to the valve. Upon removal of the balloon, the valve was pulled up into the ascending aorta. Percutaneous cardiopulmonary support (pcps) was introduced due to poor hemodynamics. A second transcatheter biop rosthetic valve, was implanted. Bleeding was noted in the right external iliac artery where the pcps blood sending tube was inserted. Per the physician, the bleeding was caused by the non-medtronic tube. Bleeding was stopped by the surgical repair and placement of a covered stent. Large amounts of blood were noted to have entered the abdominal cavity and the patient returned to the operating r oom to have a drainage tube inserted and additional pcps. The patient died one day after the valve implant procedure. Per the physician, the cause of death was heart failure. Additional information was received reporting that the post-implant bav after the first valve was performed due to mild to moderate paravalvular leak. Additional information was received that after the valve dislodged, the patient was placed on veno-arterial extra-corporeal membrane oxygenation, but bleeding was noted at the insertion site due to vascular damage. The patient went into hemorrhagic shock. As treatment a non-medtronic stent was placed, "hemostasis", and open abdominal laparostomy was performed to manage abdominal compartment syndrome. However, the patient did not respond. The patient was discharged one-day following valve implant.

Manufacturer narrative:
Additional information was received reporting that the post implant balloon aortic valvuloplasty (bav) after the 1st valve was performed due to mild to moderate paravalvular leak (pvl). Additional code added to patient codes and device codes in h6 . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.